Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate and was sent to the emergency room. A device check found t-wave oversensing (twos) with pacing inhibition. The right ventricular (rv) lead was reprogrammed and the patient was discharged from the hospital the next day. The patient was later seen by their physician in clinic and further reprogramming was done on the rv lead the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.